Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted and replaced due to fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Correction of h3 and h10 fields, as the lead was not returned; therefore, no product analysis was performed.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to fracture. No additional adverse patient effects were reported.